Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a patient was having back surgery, and the catheter was accidentally cut. The back surgery was not related to the pump. The need for a new catheter was discussed. On (B)(6) 2011, it was later reported that the surgeon had spliced the catheter back together during the surgery. The patient did not have a disruption of intrathecal infusion. There were no patient symptoms. The patient was not hospitalized; and it was noted that there was no patient injury. The following drugs were administered via the pump: dilaudid, bupivacaine, and clonidine.